Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from patient with symptoms of covid-19. First test occurred on (B)(6) 2021 using xpert xpress sars-cov-2 produced a result of sars-cov-2 positive. Based on the positive result the patient was admitted and put in covid isolation. Patient provided with supplemental oxygen due to symptoms, not due to covid result. The physician tested the patient four additional times on (B)(6) 2021. Three additional tests were run on xpert xpress sars-cov-2 that all produced results of sars-cov-2 negative. One sample was also run on abott ID now which also produced a result of sars-cov-2 negative. Results were reported to the physician. Cepheid's patient safety board review of data provided by the customer showed a positive n2 result with a late CT of 39.7 and atypical curves associated with the questionable positive result detected. Factors that may contribute to the atypical curves include but are not limited to sample collection quality and fluidics within the device. The complaint investigation included analysis of production records, communication/interviews with the customer, and trend analysis. No conclusive determination could be made as to reasons for the atypical curves. Overall, across the installed base, these issues from product use may occur sporadically and at a very low occurrence rate. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from patient with symptoms of covid-19. First test occurred on (B)(6) 2021 using xpert xpress sars-cov-2 produced a result of sars-cov-2 positive. Based on the positive result the patient was admitted and put in covid isolation. Patient provided with supplemental oxygen due to symptoms, not due to covid result. The physician tested the patient four additional times on (B)(6) 2021. Three additional tests were run on xpert xpress sars-cov-2 that all produced results of sars-cov-2 negative. One sample was also run on abott ID now which also produced a result of sars-cov-2 negative. Results were reported to the physician. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm.

Manufacturer narrative:
Submitted a follow up report to correct type of reportable event which was originally submitted incorrectly as summary report.

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from patient with symptoms of covid-19. First test occurred on (B)(6) 2021 using xpert xpress sars-cov-2 produced a result of sars-cov-2 positive. Based on the positive result the patient was admitted and put in covid isolation. Patient provided with supplemental oxygen due to symptoms, not due to covid result. The physician tested the patient four additional times on (B)(6) 2021. Three additional tests were run on xpert xpress sars-cov-2 that all produced results of sars-cov-2 negative. One sample was also run on abbott ID now which also produced a result of sars-cov-2 negative. Results were reported to the physician. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from patient with symptoms of covid-19. First test occurred on (B)(6) 2021 using xpert xpress sars-cov-2 produced a result of sars-cov-2 positive. Based on the positive result the patient was admitted and put in covid isolation. Patient provided with supplemental oxygen due to symptoms, not due to covid result. The physician tested the patient four additional times on (B)(6) 2021. Three additional tests were run on xpert xpress sars-cov-2 that all produced results of sars-cov-2 negative. One sample was also run on abbott ID now which also produced a result of sars-cov-2 negative. Results were reported to the physician. Cepheid's patient safety board review of data provided by the customer showed a positive n2 result with a late CT of 39.7 and atypical curves associated with the questionable positive result detected. Factors that may contribute to the atypical curves include but are not limited to sample collection quality and fluidics within the device. The complaint investigation included analysis of production records, communication/interviews with the customer, and trend analysis. No conclusive determination could be made as to reasons for the atypical curves. Overall, across the installed base, these issues from product use may occur sporadically and at a very low occurrence rate. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid. Submitted a follow up report to correct type of reportable event which was originally submitted incorrectly as summary report.